Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they were having an issue with their controller. Patient stated the controller was going blank and unresponsive every time they had to turn the controller on. Patient had to take the battery out of the controller several times during the day to get the screen to light up so they could put the recharger cord in. Patient also mentioned that when they finally got the controller to turn on, it felt like the thing was electrocuting them and going totally crazy. Patient reached out to their manufacturer representative (rep) about the issue about a week and a half to two weeks ago and the representative walked the patient through how to troubleshoot the controller. Now the patient was getting a memory problem and data has been lost repeat the set up process. During the call patient mentioned that they were feeling a shocking sensation like a surge of stimulation. Patient noted this started happening at the same time as the controller issues. Patient mentioned that their healthcare provider told them to turn their implanted neurostimulator off because it was hurting them and it was helping them. The issue was not resolved. A replacement controller was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the representative. It was reported that the patient intensities were too high on ld and jolting sensations could have been a possible result. Mdt re-arranged targets and reset intensity thresholds as a result. It is asked but unknown if jointing sensations have stopped. This information has been confirmed and provided to the account.

Manufacturer narrative:
H6: codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.